Event description:
The catheter was placed for chemotherapy. It was reported that the catheter extension tubing burst just below the distal end of the blue hub. The catheter was removed and replaced.

Manufacturer narrative:
The catheter was examined and was found to be leaking from a small hole in the venous extension. The hole was just proximal to the blue connector. The catheter did not appear clotted and it was slightly discolored from use. The hole was about 1mm in diameter and the edges around the hole protruded outward about 1mm. This indicated that the catheter was overpressurized, causing the hole.